Manufacturer narrative:
Product ID 3889-28, lot # va059m9, implanted: (B)(6) 2013, product type lead.

Event description:
It was reported that the patient's device was "not working." It was stated that the patient had surgery one day prior to her report and that her device "stopped working" the morning of the day she reported. No further information was known at the time of report. Follow up information has been requested, and if received a supplemental report will be filed.

Manufacturer narrative:
Additional review indicated the device was an external neurostimulator (neu_ens_stimulator) and the serial number was unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot # va059m9, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Follow up information received clarified that the patient had not yet been implanted at the time of the reported complaint which is why they had no relief. The patient was subsequently implanted with the implantable neurostimulator (ins) and was seen on (B)(6) 2013 where the device was noted as "working great."